Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), product type programmer, patient; product ID 3998, lot # j0519635v, implanted: (B)(6) 2005, product type lead; product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead; product ID 3998, lot # j0519635v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported the patient¿s right leg lead broke after implant. Additional information received reported the manufacturer representative (rep) checked impedances and reprogrammed the patient¿s device (date unknown). It was reported some contacts had high impedances. It was unknown when the right lead stopped working. The patient reportedly had coverage in both legs and therapy was working better at the time of current report.